Manufacturer narrative:
Service was not dispatched to the site for this event. The customer declined service. A definitive root cause for this event has not been determined to date. Mdrs associated with this event: 2122870-2011-02544, 2122870-2011-02545.

Event description:
The customer reported that erroneous, elevated ft3 results above the normal reference range were generated on a unicel dxc 600i synchron access clinical system for two patient samples. This report is two of two and represents the erroneous, elevated ft3 results above the normal reference range generated on a unicel dxc 600i synchron access clinical system for one patient sample on (B)(6) 2011. Subsequent testing on the same instrument produced lower results which were considered valid. The initial erroneous result was reported out of the laboratory, and while there has been no report of adverse event or serious injury related to this event, it is unknown whether there was a change to patient management. Instrument quality control results were within the customer's established ranges during the timeframe of this event. The instrument system check and twenty five replicate wet/dry ultrasonic test performed before the event both generated acceptable results within instrument specifications. No specific patient information or sample collection/handling information was provided by the customer.